Event description:
It was reported that the fiber was not recognized by the console. Analysis of the returned fiber identified a body break between the input connector and control knob. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a body break between input connector and control knob. The glass cap exhibited no devitrification. The metal cap did not exhibit signs of charred debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture, and most of the output escapes from the fracture location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is likely that procedural handling of the device during set-up such as excessive manipulation/rough technique contributed to the fiber body break. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the reported event and identified fiber break.